Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant, low out of range pacing lead impedance was observed. The decision was made to use another lead. Patient condition was fine.